Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1999. Patient reported that she returned to the surgeon after feeling unusual movement of the hip, and subsequently was revised on (B)(6) 2009. The operative report noted osteolysis present around the implants. The implants were removed and replaced with a competitor's products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states: "particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.